Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain and shocking sensation at ipg the ipg site after multiple falls. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. However, system diagnostics recorded high impedances on the lead, and it was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.